Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Event description:
Procedure: hysteroctomy ablation. Reportedly, during the procedure there was a minor burn on one side of the labia, about the size of a dime. No treatment was required and patient reported to be fully recovered. The facility attributed this event to a user-related issue. The facility did not request an investigation and states this report was filed for information purposes only.